Manufacturer narrative:
The rate/sense portion of the lead was surgically abandoned and the defibrillation portion remains in service. A new rate/sense lead was successfully implanted in the rv. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead was fractured. Loss of capture was reported. No adverse patient effects have been reported.